Manufacturer narrative:
Concomitant medical products: 10013902; 500ml b braun infusion bag. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that approximately 2.5 hours after the paclitaxel infusion started, a leak in the tubing was observed. The user opened the pump door and found the tubing separated at the upper fitment. It was estimated that more than 50 ml, or 1/3 of the dose was wasted. No patient or user harm was reported to have occurred.

Manufacturer narrative:
The customer¿s report of a leak and separation at the upper fitment was confirmed. Visual inspection confirmed that the separation occurred between the silicone pump segment tubing and the upper fitment. Functional gravity testing confirmed a leaked at the separation. The root cause of the separation is a manufacturing error in which the ring retainer was not assembled with the pumping segment.